Manufacturer narrative:
The technician found the connecting rod was broken which allowed the stretcher to lock in brake mode but only at the head end of the stretcher. He used a brake/steer upgrade kit to repair the stretcher.

Event description:
The account alleged the brake/steer pedal is soft.